Event description:
Reporter indicated a vns therapy system handheld dosing computer screen is repeatedly freezing after successful interrogation. Troubleshooting only temporarily resolves the event. The handheld has been returned to the manufacturer, and is pending analysis.